Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, repositioning was attempted to achieve good threshold. During repositioning, the helix was unable to be extended. The lead was not implanted and was replaced. The patient is recovering.